Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) requesting assistance to end therapy on the homechoice (hc) machine, because the supply bag fell and the line disconnected during initial drain. The technical service representative (tsr) assisted the home patient (hp) in ending therapy. The hp would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice display during dwell 4 of 7. The home patient (hp) was connected. The technical service representative explained the alarm and assisted the hp clear the alarm. They would finish with manual bag. No patient injury or medical intervention was indicated at the time of the initial report. Per the se 2240 alarm callscript, all the bags were not properly spiked and connected, and the patient had pets that caused damage to the supplies.